Event description:
The patient underwent cardiac catheterization at 10:18 am. At the conclusion of the catheterization procedure (at 10:30 am), a quickseal device was used to achieve hemostasis at the arterial puncture site in the right groin. Hemostasis was obtained in 3 minutes with no observable hematoma or bleeding at the site. Pedal pulse was checked pre-deployment; immediately after deployment and was later checked 1-hour post deployment of the quickseal device. All pedal pulses were identical. At ambulation (1:45 pm), the patient experienced pain behind the knee followed by a cold foot.